Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as under the patch adhesive only, bruise, burning, and itching. There was no alleged device malfunction contributing to the irritation. Patients doctor advised she could end use early. Outcome of the skin irritation is unknown.